Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was explanted and will not be replaced. The pacing leads were inactivated. No further patient complications have been reported as a result of this event.